Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra 2 meter is giving inaccurate high reading of "139 mg/dl" compared a lab reading of "64 mg/dl." This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with a combination of medications. The patient obtained the alleged inaccurate high reading on (B)(6) 2013, at 12:45 pm and did not take any action in regard to diabetes management at the time of concern. Subsequently, the patient developed symptoms of "shakiness, sweating, and weakness" and was treated with glucagon injection at the doctor's office visit. During troubleshooting, the patient verified the readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The unit of measurement was correctly set. This complaint is being reported because the patient required treatment for hypoglycemia after obtaining the alleged elevated blood glucose reading on the subject lfs products. The products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up (6/7/2013)-device evaluation: the test strip retain has been returned and evaluated by lifescan product analysis on 6/4/2013 with the following findings: the test strips retain failed testing in the 100 mg/dl range. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.